Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient is skinny, so the ins was implanted in the front instead of in the back. The patient stated that whatever was holding the ins in place "has let go and the ins is "loose and flopping around." The patient stated that it's become extremely painful so they need an healthcare provider (hcp) who can remove the device. The patient stated that their implanting hcp has disappeared and nobody knows where they went. The patient was sent hcp listings. The patient stated that there is no reason that the ins should have come loose. The patient stated that if it gets bad enough they may go to the emergency room. No further complications were reported or anticipated. No symptoms reported.